Event description:
Loss of integration of endosseous dental implant. Removed implant was an immediate implant (fractured bicuspid) on palatal root. Early implant failure; implant not yet loaded.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.